Event description:
It was reported that during the ptca treatment procedure the balloon ruptured on second inflation at 12 atm. The vessel being treated was lcx with a lesion reflecting 90% stenosis-calcified. No patient injuries or complications were reported.